Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the moderately calcified, moderately tortuous anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported physical resistance / sticking thumbslide and the reported difficult or delayed activation. Manipulation of the compromised device in attempts to deploy the stent resulted in the reported stretched stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous superficial femoral artery. An unspecified 0.035 wire crossed the lesion and an unspecified 5x150mm balloon was used and removed. The wire was exchanged with 0.014 guidewire and a 5.5x180mm supera self-expanding stent (ses) was advanced with the lock open, resistance was met with the thumbslide when attempting to deploy the supera stent which was noted to elongate. Due to the continued resistance with the thumbslide, the elongation of the stent was noted to be greater than 10%. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.